Event description:
It was reported that when using the bd pyxis¿ es server medication carbamazepine xr (tegretol xr) 100 mg (pyxis med ID (B)(6)) is loaded in 7 pyxis medstations: usc6s1, usc6s2, usc6we2, usc7icu2, usc7n2, usc7w1, and usc9we2. But none of the inventory load action crossed over to our oracle centre pharmacy formulary inventory tool. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked synchronization information and found all station uploads and downloads current with server time. The tss checked that medication (B)(6) was available in all mentioned stations and there were no issues. The customer identified the interface messages, completed an internal investigation, and verified that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication carbamazepine xr (tegretol xr) 100 mg (pyxis med ID 15943) is loaded in 7 pyxis medstations: usc6s1, usc6s2, usc6we2, usc7icu2, usc7n2, usc7w1, and usc9we2. But none of the inventory load action crossed over to our oracle centre pharmacy formulary inventory tool. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.